Event description:
On (B)(6) 2026, during a surgical procedure in australia, the quatera 700 powered off and transitioned to backup battery mode. In this state, only irrigation remained available, while all other device functions were disabled. The customer discontinued use of the device, powered it off, and attempted to restart it; however, the device entered a safe state and could not be restored to normal operation. The procedure was subsequently completed using an alcon constellation system. The zeiss device is currently removed from clinical use. No patient harm occurred, and no medical intervention was required.